Event description:
It was reported that the right ventricular (rv) lead bipolar impedance had been decreasing. It was also reported that a polarity switch occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4568 implantable pacing lead (B)(6) 1998. (B)(4).